Event description:
It was that the patient had difficulty interrogating their device. The patient was told to contact their clinic regarding there device. Additionally, a request was made for device analysis. Technical services confirmed the device battery is on its last year of life. The patient was seen in clinic and upon interrogation the device was found to be in safety mode. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary:with the available information, boston scientific cannot confirm the clinical observation due to the lack of product return.device history record review:no serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review.device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Labeling review:a labeling review could not be completed because the product family is unknown.risk assessment:a risk review of device displays error message could not be completed using risk documentation because the product family is unknowninvestigation conclusion:with the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was that the patient had difficulty interrogating their device. The patient was told to contact their clinic regarding there device. Additionally, a request was made for device analysis. Technical services confirmed the device battery is on its last year of life. The patient was seen in clinic and upon interrogation the device was found to be in safety mode. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.